Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test and a21 error test. No anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that this was not the first time that the customer experience unexpected restart. Customer stated that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.